Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
It is reported by the eye care professional on (B)(6) 2015 that the patient developed a very significant left eye fungal keratitis and has been under aggressive and continual treatment. The event occurred in (B)(6) of 2015. The patient did not have lenses in the eye when the event occurred, she had removed them prior to going for a walk and feeling something go into her eye. She reports no prior eye injury especially no vegetative injury and wears the lenses as a daily lens and never reuses them. She reports that the lenses were fine and as she often did removed the lenses after a day at school as a teacher. She then went for a walk and the eye became uncomfortable. The next morning the eye was worse and she attended her general practitioner. She recalled he removed a "foreign body" with a cotton tip and gave her anti-biotic ointment. The eye became increasing sore and red and blurred and then she went to the eye care professional. She was immediately referred to an ophthalmologist and an eventual diagnosis of fungal keratitis was made, which was identified by a hospital scrape (unknown date). She had a significant corneal scar and some reduced best corrected visual acuity (bcva). The eye care professional felt that a foreign body which had blown into her eyes at the time of the incident may also have been the cause of the event. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.

Event description:
Additional information received on (B)(6) 2015 from the optometrist who confirmed that the patient said that she started to feel uncomfortable during her walk, after she had removed her contact lenses. He said that the patient had not yet recovered from the fungal keratitis and will not be able to wear contacts again due to significant corneal scarring. Additional information has been requested but not yet received.